Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult or delayed positioning of difficult to grasp the leaflets appears to be related to patient morphology/pathology (huge chordae). The reported tissue injury appears to be due to multiple grasping attempts. The unchanged mr appears to be related to the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4 and a restricted posterior. An ntw clip (31129r1091) was inserted and placed on the mitral valve. While deploying the clip, it was noted the lock line (ll) was difficult to remove. After troubleshooting, the clip was deployed. To further reduce mr, an additional ntw clip (31206r1083) was inserted, but after several grasping attempts, a small tear was observed the anterior leaflet. The second ntw clip was deployed. Mr remained a grade of 4. There was no clinically significant delay in the procedure.